Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump was received with operating currents within specification, and passed the functional testing. However, the pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronic or motor assemblies. The pump was received with a cracked case at the display window corners and display window. The pump had minor scratches on the display window and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was unk. It was reported that the customer was at a cramp and there was a thunderstorm during the day that might have affected the insulin pump. The discontinuation of the device was advised. Nothing further was reported.